Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the suction irrigator be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer found the suction irrigator instrument had the metal tip become loose and separated from the instrument after taken to the field. The customer did not use the instrument on patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used a backup instrument to continue the procedure and indicated that no fragment fell inside of the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The suction irrigator was analyzed and found the instrument was received damaged. The distal tip was broken and snake wrist damaged. The complaint regarding the device tip being separated was confirmed by failure analysis.